Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture and had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that her pump has condensation under the screen and some dead pixels on the screen as well. The customer states the pump was exposed to water or sweat. Troubleshooting was performed for partial display. The customer performed self test and it did passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with partial display due to corroded electronic assemblies. Unit received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment, minor scratches on case, cracked retainer and minor scratches on lcd window.